Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) on (B)(6) 2026 due to hyperglycemia. Patient faced three infusion set adhesive folded causing cannula to be out of alignment. The insertion site was abdomen. The blood glucose level was 584 mg/dl and the patient was treated with intravenous (IV) and fluids of saline and insulin. Patient found positive for ketones. Patient stayed in emergency room (ER) for six to seven hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3.